Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were sometimes hard to push. The customer¿s blood glucose level was unknown. Customer stated that the rejected battery, motor was slower during rewind and random no delivery alarms caused by infusion set. The insulin pump will not be returned for analysis.